Manufacturer narrative:
The events reported are anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Through extensive complaint investigations, events reporting, or showing evidence of, sheath liner delamination manifested during withdrawal of the delivery system has not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to withdrawal of altered balloon profile, non-coaxial alignment, patient factors, and/or excessive manipulation. The complaint for sheath liner delamination was confirmed based on imaging evaluation and returned device condition. In this case, it is likely the deflated balloon caught on the distal liner (as evidenced by liner bunching and dragged the liner apart/away from the shaft. Although it was stated that 'there were no concerns about calcification or tortuosity', it is possible the deflated balloon profile caught the distal liner at a non-axial angle, contributing the delamination. However, without procedural imagery or patient imagery, a definite root cause was unable to be determined at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Event description:
As reported by our edwards lifesciences japanese affiliate, during the transfemoral tavr procedure for a 26 mm sapien 3 ultra resilia (s3ur) valve, post removal of the devices from the body, the exterior part (blue) of esheath and the inner seam (transparent) were separated. A photo of the sheath was received showing a full delamination.